Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
Integra technical support mgr was contacted on 05/21/2007 by the attorney for the user facility. A medical device report was completed by the facility and submitted to FDA on 04/20/2007, however, integra had not been notified. A camino 110-4b inserted on nine days earlier, appeared to be leaning and began losing waveform. The bolt and wire were still intact, yet bowed at the scalp. The bolt broke (possibly during retightening) and the pt returned to surgery to remove the broken bolt pieces. Although the user facility is in possession of these broken bolt pieces, they are reluctant to forward for eval. The integra neurospecialist and the attorney for the user facility have been requested to take pictures. A replacement device was not inserted.